Event description:
The reservoir ruptured just before connecting to a patient. There was no patient injury / medical intervention. The actual sample is available for evaluation. Drug utilization: 5-fu, saline tracking no.: (B)(4).

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Device evaluation: the device was received by baxter for evaluation. A visual examination was performed. Device evaluation confirmed the reported condition of a ruptured reservoir. The device is a single use device and was discarded. A follow up report will be submitted if additional information becomes available.